Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 20mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024 using a 12f amplatzer torqvue 45x45 delivery sheath. The landing zone of the left atrial appendage (laa) was measured as 12mm from a 45 degree view, 15mm from a 90 degree view, and 16mm from a 135 degree view. It was noted that the transseptal access was extremely posterior and it was difficult to position the sheath coaxial in the appendage. The patient was in sinus rhythm during the procedure. The left atrial pressure was 12mmhg. Transseptal puncture was mid posterior. The patient's activating clot time (act) was 310 sec. Upon giving fluids it was noted that the device was not large enough and did not cover the entire orifice. Using angiography the landing zone was measured as 19.2mm and the orifice was 30mm. The device was removed from the patient and replaced with a 25mm amplatzer amulet left atrial appendage occluder without changing the delivery sheath. During implant the device was re-captured once. The device was moved more proximal for the disc to cover the whole orifice. It was noted that the device was not tenting on the transverse sinus nor was it close to the pulmonary artery. The device was implanted. On (B)(6) 2024, the patient presented with a pericardial effusion, and a pericardial window was performed. Fluid was removed from the pericardial sack. The patient status was stable.

Event description:
It was reported that a 20mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024 using a 12f amplatzer torqvue 45x45 delivery sheath. The landing zone of the left atrial appendage (laa) was measured as 12mm from a 45 degree view, 15mm from a 90 degree view, and 16mm from a 135 degree view. It was noted that the transseptal access was extremely posterior and it was difficult to position the sheath coaxial in the appendage. The patient was in sinus rhythm during the procedure. The left atrial pressure was 12mmhg. Transseptal puncture was mid posterior. The patient's activating clot time (act) was 310 sec. Upon giving fluids it was noted that the device was not large enough and did not cover the entire orifice. Using angiography the landing zone was measured as 19.2mm and the orifice was 30mm. The device was removed from the patient and replaced with a 25mm amplatzer amulet left atrial appendage occluder without changing the delivery sheath. During implant the device was re-captured once. The device was moved more proximal for the disc to cover the whole orifice. It was noted that the device was not tenting on the transverse sinus nor was it close to the pulmonary artery. The device was implanted. On (B)(6) 2024, the patient presented with a pericardial effusion. A pericardial window was performed on (B)(6) 2024. Fluid was removed from the pericardial sack. The patient status was stable.

Manufacturer narrative:
An event of pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. A 20 mm device was replaced with a 25 mm amplatzer amulet laa occluder without changing the delivery sheath during implant as 20 mm device did not cover entire orifice. Please note that per the instructions for use, arten600142796-c, "if the device is retracted while it is in the sheath, the device and the sheath must both be removed and replaced. Failure to replace both the device and the sheath may result in sheath and/or device malfunction." The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Images were provided and reviewed. The device appeared to have been released appropriately and appeared to meet close criteria from views obtained but cannot be confirmed due to no 0 or 135 degree views. The pericardial effusion cannot be confirmed based on post echo assessment. Based on the information received, the cause of the reported incident could not be conclusively determined. A surgical intervention was performed and fluid was removed from the pericardial sack to resolve the event. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.